Event description:
It was reported that the patient couldn't turn the device on or off anymore and it wasn't charging. The patient programmer displayed a battery with the stimulator on its side. The patient planned to try new batteries in the programmer. When the patient used the recharger he saw a "call your doctor" power-on-reset (por) symbol. The patient had seen the por condition for three weeks, and hadn't charged in over three weeks. The patient had been turning stimulation on and off, and the last time he felt stimulation was two weeks ago. The patient tried to start charging and the screen changed from an informational por to charging with full coupling bars. The patient planned to clear the por once he was fully charged. It was noted that the patient didn't have any issues with his settings prior to the por. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3887-33, lot# l75331, implanted: (B)(6) 2000, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer.(B)(4).